Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the helmer fridge was not detected on the bus. A field service engineer conducted multiple tests on the helmer fridge and found no issues. (B)(6) mentioned that the implementation team had already resolved the issue the night before. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device became unresponsive in initializing device manager, which hindered users from accessing medication for a patient. The customer indicated that they rebooted the helmer, disconnected the helmer device, and reinstalled the firmware; however, the issue continued to persist. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.